Event description:
On (B)(6) 2010, I was implanted with reclaim deep brain stimulator for obsessive compulsive disorder. I was told by doctor (B)(6). That the device was being implanted to improve my depression. Much paperwork was withheld from me before the implant. I had horrible problems with the device (either severe mania or severe suicidal ideation). Before and after the implant, dr (B)(6) had me addicted to 90 mg of oxycodone and a laundry list of other medications. I do not and never had ocd. You can go to a (B)(6) page I dedicated to this and other crimes committed against me by the (B)(6). Here is the link (B)(6). On this page you will hear dr (B)(6). In his own words, admit false diagnoses, (B)(6) fraud and false claims violations in only one of the video post. Please review the entire page to see the other things done to me and you will see the condition I am in now. I now live in the (B)(6) for fear of my freedom. If you want any info or want me to call you please email me at (B)(6).